Event description:
It was reported that when using the bd pyxis¿ es server, pyxis was not communicated. Multiple patients and orders not crossed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual incident, determined that the interface services were stopped. A technical support specialist (tss) performed server downtime checks and identified that messages were not current and the carefusion coordination engine (cce) interface was disconnected. Mbm heartbeats were found to be outdated, and es messages were stuck in the cce management console. The cce service was restarted, downtime queries were rerun on the server, and the interface status was verified as connected. Messages began draining and clearing successfully, with all messages becoming current. No stations were found in critical override except those manually placed. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.